Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:00am, the patient reported testing on her lfs meter and obtained a result of '133mg/dl' on her lfs meter and '105mg/dl' on her back up true test meter. Based on statistical methodology the calculated difference between the readings does not exceed the expected value of <=30% or <=30mg/dl. The patient reported managing her diabetes with oral medications (unknown type and dose), diet and exercise. The patient reported making no changes to her usual activity level or medications on the day of the alleged issue. However, the patient reported 1 hour after the alleged issue started, she developed symptoms of 'shaky and sweaty', and treated herself with something to eat or drink on (B)(6) 2012 at 9:30am. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement and that the patient's testing steps were correct. However, a control solution test was not run due to the patient not having control solution available. In addition the cca noted that the patient's test strips were stored improperly. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained an inaccurately high reading, developed symptoms suggestive of hypoglycemia and required self treatment. However, the patient performed a meter vs. Another meter comparison where the calculated difference of the results does not meet lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. Test strips (lot# 3319488) not involved with this complaint were also returned to lfs and evaluated by pa on (B)(4) 2012, the primary complaint was not confirmed however, it was found to have more test strips existed in the vial than the 25 test strips expected. The retain test strips for lot# 3311428 passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.